Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts stretched and pulled in a proximal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 17january 2019 it was reported that crossing difficulties were encountered. Vascular access site was obtained via the femoral artery. The 90% stenosed, 20x2.55mm, concentric, de novo target lesion was located in a mildly tortuous left circumflex artery. The lesion contained >=90 degrees bend. A 20 x 2.50 promus premier drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.  However, returned device analysis revealed stent damage.